Manufacturer narrative:
Based on the data provided, a general reagent issue can be excluded. Anti-tg values generated with different analyzers/technologies can generate different results. Product labeling states: "anti tg values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretations. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys anti-tg result for one patient sample with the cobas e 801 module serial number unknown. The customer¿s elecsys result was 15 iu/ml (negative). The customer¿s client tested the sample using an eclia method with a result of 119 iu/ml (positive). The questionable result was reported outside of the laboratory and questioned by the doctor.